Event description:
Pt reports that he was in the field with his dog and was doing okay. No reported chest pain, shortness of breath or palpations. Pt indicated his aicd went off and he felt lightening sharp pain throughout his chest. In total 7 shocks/firings were reported. Pt life flighted to hospital for rv lead extruction and rv lead implant for rv lead failure.